Event description:
Information was received from a patient and a healthcare provider via a manufacturing representative who was receiving dilaudid (3 mg/ml at 0.1441 mg/day) and bupivacaine (6 mg/ml at 0.2882 mg/day) via an implantable pump. It was reported that patient reported she presented to the clinic approximately one month ago ((B)(6) 2025) with reports of increased pain. During that clinical visit ((B)(6) 2025) she reported that a catheter access study was done and it was negative for cerebrospinal fluid (csf) return. The patient was scheduled for catheter revision. The patient was taken to the operating room (or) today ((B)(6) 2025). The physician began by opening up the existing pump pocket and dissecting down to the existing pump and proximal segment. The physician removed the pump from the pocket and attempted to aspirate from the port, but still had no return of csf. The physician then proceeded to cut the catheter at the collet and still did not have any return of csf. At this time, the physician opted to replace the catheter in its entirety. The physician folded over the old spinal segment and used silk hand ties to tie it off and abandon it within the pump pocket. The proximal segment was explanted. The physician was given a new 8780 catheter kit. A total of 33.5 cm trimmed from the spinal segment. The implanted length was 80.8 cm, with a volume of 0.178 ml. The new catheter was placed at t9/10 without difficulty. The new catheter was anchored and then tunneled to the existing pump pocket and connected to the new proximal segment and the existing pump. A final catheter aspiration was done once the pump was back in the pocket with positive return of csf. Incisions were then irrigated and closed. The drug concentration and dosing were significantly reduced in order to prevent symptoms of overdose/toxicity when restarting the infusion. The exact cause of catheter obstruction was not determined and the physician declined to return for analysis. The issue was resolved at the time of the report. The patient¿s concomitant medications included dilaudid [7.5 mg/mlm at 0.6049 mg/day] and bupivacaine (15 mg/ml at 1.210 mg/day).

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2026, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 19-oct-2024, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.